Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.